Event description:
Customer states that the x-ray burned the pt. Also, customer states there is no way for the site physicist to calculate the skin dose for pts.

Manufacturer narrative:
Eval - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Eval results code (other) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Conclusions code (other): the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Note: the indicated importer has received FDA exemption (B)(4) to submit one FDA form 3500a to satisfy both the importer (803.42) and manufacturer (803.52) for the same event.